Event description:
It was reported that during an unk procedure, the clips would not advance. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Feeder shoe damaged. Evaluation summary: the analysis results confirmed that one el5ml device was returned for analysis in good visual condition. The device was cycled, fed and formed 2 conforming clips, 6 bypass clips, and 4 clips with gap. The instrument locked out as intended, but the orange indicator did not show up. The device was disassembled and the feeder shoe tang was found to be damaged, causing the feeding issue. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.